Manufacturer narrative:
Multiple attempts were made to obtain add'l info; however, the contact/customer did not respond. The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Contact inquired if the pump could deliver a bolus without manually requesting a bolus. Customer;s mother was unsure if the customer had requested the bolus; however, the customer (daughter) did not believe the bolus was requested. Customer's blood glucose level was reported as low.